Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the clinic for evaluation and exhibited heart failure symptoms, and lab work was indicative of potential hemolysis with lactate dehydrogenase (ldh) level of 500 u/l, which was higher than baseline. The patient was hypertensive to 110 mm hg. The pump power was elevated on interrogation. A transthoracic echocardiogram (tee) was performed and the clinicians were unable to close the aortic valve or see inflow/outflow cannulas. Another tee was performed, which showed inflow/outflow obstruction and decreased flow through the pump. The patient's symptoms improved with ivf and a heparin infusion. The patient is currently stable and listed 1a for heart transplant. No further information was provided.